Event description:
Same patient as MDR ID#: 2134265-2012-01235, 2134265-2012-01236 and 2134265-2012-01622. It was reported that post a stenting treatment procedure, the patient experienced chest pain and patient death occurred. The first 85% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. The second 80% stenosed target lesion was located in the moderately tortuous left circumflex (lcx) artery. The physician began treatment with deployment of an unknown sized taxus liberte stent. During post-dilation, using a non-bsc balloon, the patient experienced a myocardial infarction. Then the patient "became normal" after the physician deployed a second unknown sized taxus liberte stent. The patient was brought to the intensive care unit (ICU) for observation. Later that evening, the patient experienced chest pain. The physician treated the patient with placement of a 2.75x32mm promus element stent and a 3.0x28mm promus element stent. The patient's chest pain was considered to be resolved and the patient was brought back to the ICU and kept under observation. Later that evening around midnight, the patient expired due to an unknown cause.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).